Event description:
Repair request initiated for device with the report of "short in cord." It was reported that there was no patient impact. Repair request escalated to complaint based on reason for return. It was also noted on analysis that motor overheated. On follow up it was confirmed that there was no patient or staff impact.

Manufacturer narrative:
Report confirmed for overheating. The device was tested and the temperature rise of the motor was measured to be 352.1°f. Initial diagnosis determined the motor has low power; the collet was corroded; the rear motor bearing was worn; and the motor seized after 2 minutes of testing. The device was also evaluated by engineering to determine the suspected reason for malfunction. The cause of the motor seizing would be attributed to the significant ingress of the bio-debris throughout the internal collet and motor parts. When the motor was decontaminated in autoclave this accumulation of bio-debris hardened, making it not possible for the motor shaft to even freely rotate manually with a reasonable amount of torque. Additional testing to determine the maximum temperature rise rate could not be performed because the device was seized. These findings could explain the customer's report of ¿short in cord, electrical¿. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).